Event description:
Patient reported obtaining a blood glucose result of 500mg/dl, while using the suspect device. Patient indicated, that within 15 seconds, blood glucose was retested on a nurse's blood glucose monitor with a result of 150mg/dl. Patient did not indicate if any treatment was received based on the values. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.